Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. The 15mm x 2.5mm maverick2 balloon catheter was advanced to the lesion and during the first inflation, the balloon ruptured at 12 atms. The procedure was completed with a different device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: returned product analysis revealed a ¿v¿ shaped tear was present in the middle section of the balloon, between the two markerbands. The tear measured approximately 3mm in length. A microscopic examination of the markerbands and balloon material could not identify any issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. The 15mm x 2.5mm maverick2 balloon catheter was advanced to the lesion and during the first inflation, the balloon ruptured at 12 atms. The procedure was completed with a different device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
(B)(4)